Event description:
It was reported that after the patient's implant, everything was fine. The month prior to the report however, the patient was treated in the emergency room (ER) for kidney stones with an x-ray and 'some other kind of scan.' The patient turned the device off in the ER but turned it on afterwards and got 'quite a shock' when she did. The patient did not have lithotripsy while she had her device. After the treatment, the patient was having problems with her device, and was feeling stimulation but not as it was before. Additionally, the patient wasn't able to hold urine and had to use the restroom more often. The patient changed her program and turned up the voltage but it was 'too strong.' The reporter stated that the patient still had kidney stones at the time of the report and had an appointment with her healthcare provider (hcp) the following day.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v931558, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).